Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of bleeding and cardiac arrhythmia could not be conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2020 the patient experienced major bleeding with anemia tendencies. The approximate number of units of red blood cells transfused per 24 hours was less than 4 units. Drug therapy was not performed. Anticoagulant therapy performed at time of event was warfarin. The patient international normalized ratio (inr) was 2.0. Activated partial thromboplastin time (aptt) was not measured. The patient's platelet count was 77.9 x 10000/l. The cause of anemia tendency was complexities of medical management.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent ventricular arrhythmia that required defibrillation or cardioversion.